Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had critical pump error. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer stated no pump error displayed before critical pump error. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be return for analysis.

Manufacturer narrative:
Device received with critical pump error, problem isolated to electronic assemblies. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly.